Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately one year later, migration was noted. The aneurysm size was noted to be 75 mm in diameter at this time, with a neck length of 6 mm and angulation of 13 degrees. The patient was successfully treated with heli-fx endoanchors approximately 3 weeks later. No additional clinical sequelae were reported and the patient is fine.